Event description:
The customer reported the scope identification (ID) was not displayed, and the subject device was showing an e315 error code (unsupported scope). The reported issue occurred during pre-checks, prior to an unspecified procedure. There was no patient or user injury reported due to the event. This report is being submitted for the e315 error code.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (e315 error message) was confirmed and found to be caused by fluid ingress inside the plug body and the endoscope connector. Moisture inside the plug body or on the external contacts can result in intermittent connection issues, temporarily affecting the video image, triggering error codes, and impairing other electrical functionality. The reported issue (scope ID not displayed) was also confirmed. In addition, service found the adhesive around the lenses was chipped, the adhesive on the distal end was chipped, the aspiration housing colored ring was worn, the bending angle was out of specification, there was play in the angulation knob, and the device failed the electrical safety test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined but it is likely that the leakage occurred by user handling the device which water entered and damaged the electrical components which led to the displayed error message. Users may prevent the suggested event by handling the device in accordance with the following the instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.